Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication; stall due to gear wheel 3. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 10mg/ml at 3 .004mg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 a motor stall was reported. The patient went through withdrawal and had to go to emergency department. The patient was admitted as in-patient. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was interrogation of the pump confirmed a motor stall. The stall occurred on (B)(6) 2019 at 16:15. The actions and interventions taken to resolve the issue was the pump was replaced. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.